Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user¿s blood glucose rose to 374 mg/dl after they realized the infusion set had not been properly reconnected. The user subsequently reconnected and asked about a meal announcement. Education was provided to allow the system¿s correction algorithm to address the hyperglycemia. Symptoms included hyperglycemia, headache, and dry mouth. Outcomes included no hospitalization and continued use of the device after troubleshooting and education. Investigation included user interview and troubleshooting focused on infusion set handling and use practices. Investigation of this case revealed user handling associated with infusion set management and a transient interruption of insulin delivery that resolved upon reconnection; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with infusion set reconnection leading to hyperglycemia.